Event description:
4950790 - lot # tata002c. 4951058 - lot# tatb052b. Agent transferring a pharmacist who had issues with a diluent and transfer with advate. A nurse had issues with it, they brought it to the pharmacist who was able to fix it. Agent from pqc intake team filed a pqc. The pharmacist wants to talk about why this is happening so often. Hcp states, "the nurse called and she was trying to activate it and where you push down, the diluent from the top product did not get sucked into the powder. She brought it to me because I thought maybe she had not fully activated it but it looked right on our end. I handed it to our IV technician to look at. We were going to replace it but we had her try and see if she could activate it differently. The port on the side, in a sterile field, she pulled back on it to see if air did anything to it and that made the diluent go into the chamber with the powder. That motion of withdrawing air reconstituted it. She followed the rest of the steps and was able to withdraw the dose and we gave it to patient emergently. I've had this happen more than once so I thought I would report it in case there is something going on with the lot maybe. About a month ago, we had a vial of advate for a different patient and we had difficulty activating it. It was not this style but we did get the dose and it was fine. The nurse also said this was not the first time she has had this issue." Available for return: yes. Additional identifying information: available for return: yes, hcp has the empty vial. Consent to contact reporter? Yes. Consent to contact other contact info? No. Dose (number): 522 dose (unit): iu. Dose number / unit: 522 dosage form: IV injection. Follow-up to a previous complaint? No. Follow up info 21mar2025: was there any patient injury or medical intervention needed as of result of this incident? If yes, please explain. The patient was not injured and the only intervention needed was pharmacy personnel becoming involved with the administration process, where we usually only have nursing involvement. Did any patient miss a dose due to these incidents? No, we were able to obtain the dose required at the time of need. Was the product vial allowed to warm up to room temperature before administration? How long was the product allowed to sit without movement before the attempted use? Yes, the product was allowed to rest at room temp for approximately 15-20 mins prior to administration attempt. Was the product vial shaken or agitated before the start of administration? I am unsure about the handling of the product by nursing. When the vial arrived in the pharmacy, it was not shaken or agitated. How much water transferred? None? Some? Upon inspection of the vial as received from nursing, none of the water transferred when activated. Is the sample available for evaluation? If so, please provide the address that we can ship sample return packaging. A picture would be useful as well if possible. The sample is not available for evaluation because pharmacy was able to obtain the entire dose and administer the product. The vial was discarded per protocol after preparation of the patient dose. I'm sorry, we do not have a picture either.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tatb052b which could have contributed to the reported problem. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory "no diluent transfer". The complaint rate in 2023 was (B)(4) which then increased to (B)(4) in 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.